Manufacturer narrative:
This is one event (cerebrovascular) of two events reported for the same patient involving two separate products; associated mdrs # 1225714-2013-02593, 1225714-2013-02594,1225714-2013-01141, 1225714-2013-01142.

Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cerebrovascular event in 2009 and a cardiovascular event on (B)(6) 2010, after the use of the product.